Event description:
It was reported that a lead integrity alert was triggered and there was oversensing and noise. A routine non-invasive electrophysiology study was performed and ventricular fibrillation was induced and successfully defibrillated. All other measurements were normal. Some reprogramming was performed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alerts for lead failure predictor occurred between (B)(4) 2011 and (B)(4) 2012. Ventricular non sustained tachycardia less than or equal to 200 milliseconds (ms) between (B)(4) 2011 and (B)(4) 2012. Ventricular fibrillation equal to 150 ms average ventricular-cycle on (B)(4) 2012. Ventricular short interval count (v-sic)=24.6 counts avg/day, in 1.06 days, between (B)(4)2012 and (B)(4) 2012.